Manufacturer narrative:
(B)(4). This report is for the first in a series of three product issues. The other two events have been reproted under MDR# 1036844-2016-00056 and 1036844-2016-00058.

Event description:
It was reported the procedure was being performed in the emergency department. The wire "came apart" during insertion and had to use another kit. Follow up information from the physician states the guide wire seems to be more flexible and gets stuck when attempting to insert it over a needle. The wire bends quite easily and became unraveled.